Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure using a xi system, a monopolar auto-firing issue occurred. The issue was reported to dvstat after the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised him to disconnect the foot pedal from the rear of the erbe unit, which he confirmed he did. The system was powered off. The procedure was completed with no report of patient injury. Intuitive followed up but no additional information is available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.